Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As we talked, here is attached two cases of failure of the product polyethylene marathon applied at the (B)(6) hospital. The group of surgeons asked for replacement products for replacement in patients. These are two young patients and if possible, they would like to exchange only the damaged product. The sizes requested are the 46 and 54 of the altrx product instead of the marathon in order to avoid future failures. Details (implantation surgery: (B)(6) 2015): right lateral decubitus. Posterior access to the left hip. Dislocation and osteotomy of the femoral neck. Preparation acetabulum to scrape 54, acetabulo summit 54, polyethylene, femur preparation to scrape 4, femur placement summit 4 st5d, head 32 0. Product marathon. Code and lot were not informed.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed found evidence of disassociation. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.